Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that only the proximal segment was returned. It was noted cuts in insulation, deformed and stretched out coils throughout the lead body and melt marks in outer insulation, likely from explant damage. Resistance testing found that the lead was electrically continuous on the returned segment indicating conductors are intact. Detailed analysis confirmed that the outer coils were intact though out the lead body and inner coil was intact up to the induced fracture approx. 660mm from terminal end. Based on the characteristics of the fracture, the allegation of loss of capture was not able to be confirmed.

Event description:
It was reported that this right ventricular (rv) lead was not capturing consistently. This lead was extracted, and it was also noted that during the extraction process for this right ventricular (rv) lead, it fracture, and the tip of the lead remained in the patient while the lead body was successfully extracted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was not capturing consistently. This lead was extracted, and it was also noted that during the extraction process for this right ventricular (rv) lead, it fracture, and the tip of the lead remained in the patient while the lead body was successfully extracted. No additional adverse patient effects were reported.